Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual testing revealed that the device had presented a damaged display. The cause of the condition was determined to be an inoperative printed circuit board assembly. To correct the condition, the printed circuit board assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged display. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.